Event description:
It was reported that undersensing was observed on the device. The cause was suspected to be due to the size of the pocket. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.